Manufacturer narrative:
The product has been returned on april 28, 2025 and will be sent to the manufacture for further evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The customer's statement that the optic is completely black can be confirmed. The optics are very blurred and out of focus. When focusing the optics, a broken rod lens system was detected. The breakage of the system was possibly caused by the bent shaft. The shaft may have been mechanically overloaded during clinical use or clinical reprocessing, resulting in the breakage of one or more rod lenses. Normal signs of wear, such as scratches, are visible on the shaft itself, which can be considered normal for the age of the optics (7 years). The overall condition of the optics is good. The damage found cannot be attributed to a manufacturing/production defect, but was probably caused by use/clinical reprocessing, as already mentioned. No further measures will be taken. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that: the optic is completely black no patient injury and no negative impact reported.